Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/18/2024, that on 04/17/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 04/17/2024, it was reported by the nurse via web self-service that the pediatric patient experienced a skin reaction with redness, inflammation, pustules, infection extended beyond the patch perimeter which occurred 3 days after the sensor was inserted in the arm. According to the report, the second encounter occurred when the reporter inserted a new dexcom on (B)(6) 2024 on his right arm and it also failed 3-4 days after insertion. He complained on 04/17/2024 that it was doing the same thing. The parent squeezed it and was advised by his endocrinologist to have it cultured. They had it cultured 04/18/2024 and have not gotten the results yet. A follow up attempt was unsuccessful to determine the culture results; however, this information does not impact reportability. He was put on oral bactrim for the infection beginning 04/18/2024. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
H2: additional information. H6: health effect clinical code - needle stick/puncture.

Event description:
Subsequent to the initial MDR, additional information became available.